Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to missing retainer. The insulin pump had a scratched casing, minor scratches on lcd window, scratcheson display window cover, pillowing keypad overlay, cracked select buttonon keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked reservoir tube lip and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was 4.8 mmol/l at the time of the incident. The customer states they noticed one of the o-ring missing and cracks around the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis